Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, generator had low output, when plugged into the device the small jaw worked fine. Surgeon claims that she had to bring back patient due to hematoma, which she correlates to weak activation of the small jaw/generator. Re-operation or additional surgical procedures were needed.